Manufacturer narrative:
The device was returned to olympus and the device evaluation found that the bending section cover had leaked, causing the image to flicker when angulated. This issue was attributed to the insertion tube having a dent that did not pass the ring gauge test. After the bending cover leakage was noticed, it was indicated that it was a third-party component. Despite the customer's claim of no image or blackouts, olympus could not replicate these allegations. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bronchovideoscope had no image or blacks out. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient harm.